Event description:
The customer reported via phone call that the insulin pump and transmitter had a bad connection. The customer also reported a weak signal alarm occurring. Customer's blood glucose was 50 mg/dl. It was also found the customer had a threshold suspend alarm earlier in the morning. Customer declined to troubleshoot for their low blood glucose. The customer stated they corrected their blood glucose with glucose tablets and energy bars. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.